Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hosp due to low blood glucose levels. The caller wanted to know if there was a way to turn off the insulin pump. Advised the caller of the suspend mode. The caller was unable to troubleshoot at the time of the call, and stated that she would call back once the customer was stable. Nothing further was reported.